Event description:
It was reported that during an arthroscopy, the bioraptor 2.3 pk anchor broke when it was being screwed. The anchor was removed from the patient. The same bone hole was used. It is unknown if there was a back-up device available. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the bioraptor 2.3 pk anchor broke when it was being screw. The anchor was removed from the patient. The same bone hole was used. It is unknown if there was a back-up device available. There was a delay less than 30 minutes and no further complications were reported.